Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill message occurred after the cartridge was filled with 300 units. There was no reported impact to blood glucose. Reportedly, a new cartridge was successfully loaded and insulin delivery was resumed.